Event description:
The hcp reported that approximately 9/2006, the patient began to experience lethargy and confusion. The pump rate was decreased by 50%. The patient had urinary tract infection and pneumonia concurrently. The patient recovered; it is uncertain if the confusion/lethargy were related to the urinary tract infection or medication. The hcp reported that the patient has been on long-term intrathecal meds and had been changed from fentanyl to morphine three days before, with a dose decrease programmed at that time.